Event description:
While servicing a coulter lh 500 hematology analyzer, the beckman coulter field service engineer identified ongoing issues with platelet counts for quality control (qc) samples. This event was identified for qc samples only, no patient samples were involved. There were no erroneous test results for patient samples associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(6) 2013, the field service engineer (fse) evaluated the instrument and determined the platelet (plt) histogram had spiked prior to the actual count. The issue was resolved by replacing red/white/platelet (r/w/p) preamp card. Failure mode was identified: failure mode is related to red/white/platelet (r/w/platelet) preamp card. No erroneous patient results were associated with this event. Upon recur of the r/w/p failure mode identified; the r/w/p card is likely to generate erroneous white blood cell (wbc), red blood cell (rbc) and plt results due to compromised counting and sizing of the cells. Evaluation of product labeling: per labeling, beckman coulter inc recommends avoiding the use of one type of message or output to summarize results or patient conditions. Beckman coulter inc does not claim to identify every abnormality in all samples. (B)(4).